Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd july 2025, it was reported by an arthrex employee via email that an ar-2324pct-1, suture anchor, peek swivelock®, 4.75 mm with closed peek eyelet and blue fibertape® loop, was not inserting. This was detected during use in a rotator cuff repair procedure on (B)(6) 2025. The procedure was completed successfully with a new anchor.

Event description:
15th august 2025 - the complaint initiator replied regarding the defect that the swivelock would not engage on the cortical bone. The eyelet remained in the patient and proved difficult to remove.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.